Event description:
Patient was started on a fluorouracil infusion with braun elastomeric 2 day pump (lot #19e12ge561) on monday (B)(6) 2020. She came to have the pump disconnected on (B)(6) and reported that the pump was empty yesterday and she felt more nauseous than last time she received the infusion. FDA safety report ID# (B)(4).